Event description:
It was reported that the patient suffered a dislocation in 2016 after a revision surgery of right total hip replacement on 2011. There is not any notification that a medical intervention or treatment was performed to correct the problem.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, a review of the chronology of events provided by the patient has been performed. However, without the supporting clinically relevant documents a thorough clinical investigation cannot be rendered. In the event the requested documents are provided these complaints will be re-assessed. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.